Manufacturer narrative:
The event of "capsular contracture" baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The following event is not related to the device, "cancer in the lower quadrant of the breast".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ¿rupture¿. The device has been explanted.